Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between december 16, 2019 to december 17, 2019. H10: the device was received for evaluation. During visual inspection, the port was observed broken off and loose in the zip lock bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch report number: mw5097157. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag snapped off. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.